Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there appears to be intermittent capture and elevated threshold measurements on the right ventricular (rv) channel. An x-ray did not reveal dislodgement; however, the physician suspects the lead microdislodged. A revision procedure was performed and the lead was repositioned. It was noted that it took quite a few turns of the helix to successfully reposition the lead. No additional adverse patient effects were reported.